Event description:
The device would not deploy. Product had patient contact but no patient harm. New cd003 was opened to complete the procedure. Manufacturer response for inzii universal retrieval 5mm, (brand not provided) (per site reporter) cer created and credit will be sent.